Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead had dislodged. A revision procedure was performed, and during the procedure the lead was unable to be repositioned due to helix issues. Upon visual inspection of the ra lead, the helix had a white plastic part connected to it. The ra lead was successfully explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found the helix fully extended, clogged with blood/tissue, and the steroid plug shifted distally. After cleaning the helix region of blood/tissue, the helix was able to retract and extend. The reported events of helix unable to extend or retract and dislodgement were isolated to the helix being clogged with blood/tissue.